Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Pump settings: reservoir volume 42 ml, rate 2.1 ml/hr, given 56.6 ml. Air in line. Patient not affected.